Event description:
The customer reported to olympus, that during an unspecified procedure, the image was compromised on the endoeye flex deflectable videoscope. The procedure was completed using a similar device. There was no report of patient harm associated with this event. During testing and inspection of the returned device, the identification (ID) information was missing and a b30 (scope communication error) occurred. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's complaint was not confirmed. In addition to the findings reported in event, the following were identified: due to damage on the insertion pipe, the insulation resistance value does not meet specification/scratch and chip on rubber/crack in the video connector, and light guide (lg) has a chip. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was determined that the phenomena were due to breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor may have caused the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The operation manual describes how to inspect the subject events in ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ as below: [inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.